Event description:
Reportedly the pt underwent an open chole procedure. The incision layers were closed with polysorb suture with a possible running stitch. Eight days post-op the pt experienced wound dehiscence due to the suture breaking on both layers. The wound was repaired with polypropylene suture and mesh without complication.